Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast reconstruction with unspecified gel implants suffered several unexplained systemic symptoms, including crest syndrome, sleep apnea, joint pain, fatigue, ulcers, and diverticulitis. No device issue such as rupture regarding the patient¿s devices was reported. The root cause of the patient¿s symptoms is unclear. The patient was diagnosed with autoimmune issues in 2013. Also, she went through hysterectomy in 2016. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.